Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, two in. Pact admiral paclitaxel eluting balloon catheters were used to treat the left leg. Approximately 20 months post procedure, patient suffered occlusion in sfa of left leg (target lesion) which was treated with pta to left limb. Patient recovered. Sponsor assessed event is related to device but not related to procedure or paclitaxel.